Event description:
Healthcare professional additionally reported the event of crease/fold.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified total delamination of the valve, white particles on device's inner surface and on creases. A leak test was performed which identified delamination. A microscopic analysis was performed which identified total delamination of valve and wear abrasion. Creases/folding of implant condition that was indicated in the complaint was observed, nevertheless it is considered non-related to the manufacturing process, since the device was received out of their primary packaging and is an explanted device. Based on the device analysis the final assessment is: total delamination of valve due to adhesive failure. Creases/folding of implant condition was observed, nevertheless is not related to the manufacturing process.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation was deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reports a right side total deflation. The device has been explanted.